Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 107 (multiple abnormal shutdowns).